Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the arm on (B)(6) 2016. Date of issue and sensor insertion are approximations. Reaction was described as itchy skin. Patient's father stated the first sign of the reaction appeared around the 5th day of wearing the sensor. On (B)(6) 2016, the patient's medical provider advised that the patient apply flonase to the area of skin prior to application of the device to avoid a skin reaction. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.